Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. Annex g was updated to reflect failure analysis findings.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the 8mm fenestrated bipolar forceps instrument seems to have a broken grip cable. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not cauterize and had no energy. The procedure was completed with no reported injury.